Event description:
Implant date: 2000. Pt was implanted with device after pt fell from the tree. It was reported that a week after implantation, while pt was recovering in the hosp, the pt was moved from the bed by the nurses and the implant "broke". It was discovered shortly afterwards that the pt suffered paralysis. It is unknown if the paralysis was due to the implant, the initial injury or by the manner in which the pt was moved. The device was explanted 2000.